Event description:
Implant surgeon reported to our sales rep that during metal excision of a t2 humerus nail the reported device did not grip the nail. There was a delay of 45 min. Five trays were used without any success. After that, they used an extraction rod from an external company and it works. At the end the surgery was successfully completed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.